Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was ten ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms between (B)(6) 2013. There was five ventricular fibrillation (vf) episodes less than or equal to 200 ms average ventricular cycle between (B)(6) 2013. Ventricular short interval count equal to 7105 counts, in 31.91 days between (B)(6) 2013. Product ID d154vwc implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007; 6935 implantable tachy lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient received multiple shocks due to oversensing noise. The oversensing was able to be reprocessed after patient was asked to do self-lifting using only patient's arms. It was noted the oversensing may be due to myopotential noise. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.